Event description:
It was reported that the intraocular lens (iol) was explanted in a secondary procedure from patient's left eye, due to intolerable glare that were significantly interfering with the activities of daily life. It was noted that patient was not able to tolerate glare. Visual acuity (va) was 20/20 for near and far distance. Incision was enlarged, but vitrectomy was not performed. A non-amo replacement lens was placed in the same procedure. No patient complications were reported. Patient was noted to have recovered. No further information has been provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual examination under microscope showed surface residuals (fiber/particles) on the lens that could be related to the handling the lens in a non-sterile environment. Also, lens returned partially cut that could be related to the explant process. Due to the conditions observed in the sample returned the diopter measurement could not be performed. Manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation t to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.